Event description:
It was reported that during a pta balloon procedure in a left femoral graft in the upper leg in the iliac vein, after the first inflation of the balloon, the balloon ruptured circumferentially. The facility used a 20cc syringe for the first inflation and then added another 10cc of air with a second syringe. After the balloon was inflated, prior to the rupture, the doctor reported that the balloon appeared somewhat curved or twisted. The catheter and balloon were removed from the patient without incident and no injury to the patient was reported.

Manufacturer narrative:
The DHR was reviewed and confirmed that lot met release criteria. The sample was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unk.